Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s extended alarm silence functionality not working as intended was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. Per the reported event, the controller was exchanged. Questions regarding the controller and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 instructions for use (IFU) (section 4 ¿system monitor,¿ section 5 ¿surgical procedures,¿ and section 7 ¿alarms and troubleshooting¿) instructs users on how to properly enable extended alarm silence on the system controller via the system monitor. These sections also instruct users on how to reset the extended alarm silence function. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant the primary controller did not bring up the extended alarm silence screen during pump run-in. The controller was exchanged.